Event description:
It was reported that the pulse generator could not be interrogated, and displayed the message -data not read-. The magnet rate was 90.4 pulses per minute. Multiple attempts at updating the battery and lead data were unsuccessful. The device would be scheduled for replacement as it was nearing elective replacement indicator.

Manufacturer narrative:
Final analysis found that the measured data was lost when the battery voltage was reduced to approximately 2.36 v. This was caused by a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire/helical basket was used in a ureteroscopy with stone manipulation procedure performed on (B)(6), 2010 (patient age and weight are unknown). Please reference medwatch report number 3005099803-2010-03094 which documents the first device.according to the complainant, the retrieval basket "did not work during the procedure." Additional event information is reported to be unavailable.a third gemini stone retrieval paired wire/helical basket was utilized. Please reference medwatch report number 3005099803-2010-03096 which documents the third device.the procedure was completed with a zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be unknown.